Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. Referenced article: successful extravascular implantable cardioverter-defibrillator implantation in a patient with a preexisting transvenous dual-chamber pacemaker: a case report. Heart rhythm case reports. 2026. 12:72¿77. Doi: 10.1016/j.hrcr.2025.10.025 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding an extravascular implantable cardioverter defibrillator (ev-ICD) implant with a preexisting transv enous dual-chamber implantable pulse generator (ipg). The authors described that during the implant, the ev lead exhibited intermittent p-wave oversensing (pwos) due to high-output atrial pacing from the transvenous ipg. Sensitivity was adjusted which resolved the pwos. The lead remains in use. No adverse patient effects or additional product performance issues were reported.